Event description:
It was reported a pocket infection occurred. It was further reported that the pocket was red and warm and that rust colored liquid/blood was noted in the right ventricular lead. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, there was blood in/on the helix lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.